Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker was surgically abandoned due to right ventricular (rv) pacing not delivered when required. A new pacemaker was implanted on the patient's right side. No additional adverse patient effects were reported.